Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke in the drill guide during an open reduction internal fixation (orif) of the left small finger on (B)(6) 2016. The fragment of the drill bit is stuck in the drill guide. The surgery was successfully completed with other instruments and no harm to the patient. There was a surgical delay of several minutes. The patient outcome is unknown. Upon receipt of the device by the manufacturer, it was noted that the 1.3mm (screw) side of the drill guide is not straight with respect to the handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (1.0mm drill bit/mini qc/50mm, part number 316.396). The subject device was returned with the complaint condition stating that a drill bit broke in the drill guide during an open reduction internal fixation (orif) of the left small finger on (B)(6) 2016. The fragment of the drill bit is stuck in the drill guide. The surgery was successfully completed with other instruments and no harm to the patient. There was a surgical delay of several minutes. The patient outcome is unknown. This complaint is confirmed. The drill sleeve was received with a broken drill bit fragment lodged inside the 1.0mm guide barrel. Whether this complaint condition can be replicated is not applicable as the drill bit is already broke and lodged inside the drill guide. However, contrary to reported information, no external damage or bend was observed on the 1.3mm side of the drill guide. Most likely due to excessive and off-axis pressure exerted on drill bit resulting in breaking and lodging inside drill guide. A visual inspection under 5x magnification, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing was reviewed during this investigation. The maximum allowable outside diameter of the drill bit shaft is 1.0 mm per drawing. The minimum allowable inside diameter of the drill sleeve is 1.02mm per drawing. Therefore, no product design issues or discrepancies were observed. No device history record (DHR) review could be performed as the lot number is not available. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.